Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a tricuspid repair, the surgeon inserted the forceps into the pericardial space to grasp some umbilical tape. When he removed the forceps, one of the jaws was missing. The surgeon at that time felt that the device had broken outside of the patient and he did not feel that the jaw was in the patient. The case was completed with another set of forceps and the patient was closed. The surgeon decided to do a chest x-ray and verify that the piece was not left behind. The x-ray confirmed that the broken jaw was in the patient's pericardial space. The surgical incision was reopened and the piece was retrieved with a magnet. The patient was then reclosed. There was no report of any issue with the device during prep or any force being placed on the device.